Event description:
On the literature article named "rigid intramedullary nail fixation of traumatic femoral fractures in the skeletally immature", it was reported that, during the treatment of patients with rigid intramedullary nail fixation of traumatic fractures of the diaphyseal femur through a trochanteric initiation point in the immature skeleton with an adolescent trigen antegrade trochanteric nail (tan) or trigen antegrade trochanteric nail (tan), nine (9) patients out of 64 underwent a reoperation for a nail removal. Patients had a clinical follow-up at 1 year and achieved union.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the devices to the reported event could not be corroborated. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the devices to the reported event could not be corroborated. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.